Event description:
The hcp reported the pt was experiencing an acute increase in pain. In 2003 a rotor study was done that demonstrated no movement of the rotor. A pump myelogram was done "with good csf flow." The pump was explanted and replaced and not returned to the manufacturer for analysis. The pt recovered without sequela with resolution of the pain.